Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd microtainer® tubes with k2e (k2edta) had erroneous results. "White blood cell (wbc) count positive high result."

Manufacturer narrative:
H.6. Investigation: investigation summary: retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to white transparent impurities was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd received samples and photos from the customer facility for investigation and has initiated further investigation relating to this issue through CAPA#937863. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion:based on evaluation of the retain samples, the customer¿s indicated failure mode for white transparent impurities with the incident lot was not observed as all samples met the required specifications. Samples and pictures provided by the customer regarding the indicated failure mode for white transparent impurities in the blood smear resulting in erroneous wbc count will be further investigated through CAPA#937863. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#937863 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that a bd microtainer® tubes with k2e (k2edta) had erroneous results. "White blood cell (wbc) count positive high result."